Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of post market vigilance (pmv) received two boxes of device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the suture packaging was opened, and grasped with a needle holder. The suture was then removed from packaging and stretched slightly to remove suture memory. This is when the suture snapped at the needle swage. "3was" tried from the same box, with the same result. A different box, with the same lot number was tried and the same thing happened. There was no patient harm caused. Current patient status is alive with no injury. The product will be returned for evaluation.